Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the right atrial (ra) lead was inserted into the ra port of the device header. The lead tip was confirmed to be past the connector block, and a torque wrench was used to tighten the setscrew. No audible click was observed. A second torque wrench was used; however, the issue remained. The ra lead was tested and acceptable impedance was observed. The ra lead was unseated, reinserted, and the setscrew was retightened, with no change. The implantable cardioverter defibrillator (ICD) was attempted not used and replaced. No patient complications have been reported as a result of this event.